Manufacturer narrative:
It was reported the patient was over 18 years old. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4) for the reported event of balloon deflation issue. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the balloon would not inflate up to the desired diameter and had trouble deflating. All of the inflation media was removed and the balloon was removed through the scope without difficulty. No damage was reported to be noted to the device. The procedure was completed with another cre balloon dilatation catheter. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported as fine.